Manufacturer narrative:
During investigations the event was reproduced. The investigation determined there was a software issue of the mini vidas instrument driver used by the cobas infinity software. In the message received by the infinity software from the instrument there is a field where the test result value is sent. This field is divided into 2 parts, separated by a blank space. The first part contains the result value and the second part contains the unit of measure. In this event, the "< 8 ml" result has a space contained within the first part of the message ("< 8") in addition to a second space separating the second part of the message ("ml"). The instrument driver is not taking into account the possibility of receiving in the message's result field a space in the first part, and therefore, it is saving the first part of the field as the result value ("<"). This event occurred in (B)(6).

Event description:
The initial reporter stated that they have interfaced a mini vidas instrument (competitor system) to the cobas infinity software. A sample result from the mini vidas will show up incorrectly in the cobas infinity software. A result of "< 0.8" is transmitted from the mini vidas instrument to the cobas infinity software. When checking the infinity software, only "<" is shown.